Manufacturer narrative:
Customers complaint of discrepant high tni was not observed with in-house testing of complaint lot w55620. All results with normal whole blood donors were <0.05ng/ml for tni. No sample will be returned, unable to determine root cause of complaint. Sample interference cannot be ruled out. No product deficiency was established with product support testing. Corrective action is not required at this time.

Event description:
Caller alleged false positive troponin (tni) results. Results as follows: patient came in with chest and leg pain. Wb edta sample was run on triage at 4:07 with tni= 0.57 (positive). The customer reinserted the same test device at 4:20 and received tni=<0.05. The customer questioned the high tni result and immediately ran it on another poc device. Tni= 0.0 (normal). Two hours later a second draw was ran, tni= 0.0. The customer also ran a triage d-dimer test with a result of 382 (negative). Customer ran controls with passing results. No tests were performed based on the triage results. No patient information was provided. The following reference ranges were used: triage tni reference range: 0.0-0.4. Other poc device tni reference range: 0.0-0.8.